Event description:
During shoulder surgery the plastic tip of the mitek vapr ablator fractured leaving a free piece of plastic in the joint requiring 1.4 hrs of add'l surgery to retrieve. The item was retrieved but not saved. This tip was reprocessed, but designated as "open, but not used."